Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-20-00 (B)(4)- torque defining screw set; 320-10-00 (B)(4) - humeral adapter tray; 300-01-15 (B)(4) - humeral stem 15mm.

Event description:
As reported, approximately 4 years, 9 months postop the initial implant of the right shoulder, this (B)(6) y/o male patient presented with pain in scapula. Patient has custom glenoid component from a competitor. The surgeon removed liner, tray and screw leaving stem in situ. Washout and debridement performed. Liner, tray and screw replaced. Patient was last known to be in stable condition following the event. Devices will not return due being sent to an outside lab for an independent analysis.